Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the coupling on the hemopro 2 extension cable would not disengage from the device and broke when it was removed. The hospital did not report any patient effects.